Manufacturer narrative:
The received device had the cannula assembly fully deployed. The cannula measured the correct full length according to specification and did not appear damaged, though there was a slight curve to the exposed portion of the cannula. The formed needle was inspected for any abnormalities that would cause improper insertion, but none were found. Although no issues were noted, it could not be conclusively determined if the cannula was properly inserted. The device was received with the adhesive pad attached to the bottom housing, and no damages or defects were observed with the adhesive pad. Although no issues were noted, it could not be conclusively determined from the returned adhesive pad whether it failed to adhere while the device was worn. Small cracks were found on the outer housing. It could not be determined when these cracks had occurred. Inspection of the device along with the data suggest that the small cracks had no effect on the device's functionality.

Manufacturer narrative:
The product was not returned for evaluation. The user reported the cannula was not inserted correctly into the infusion site and was bent. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide: model: ust400, 17845-5a-aw rev b 09/17. Changing your pod, chapter 3 / page 34. Warnings: check often to make sure the pod and soft cannula are securely attached and in place. A loose or dislodged cannula may interrupt insulin delivery. Verify that there is no wetness or scent of insulin, which may indicate that the cannula has dislodged. If you observe blood in the cannula, check your blood glucose frequently to ensure that insulin delivery has not been affected. If you experience unexpectedly elevated blood glucose levels, change your pod. Checking your blood glucose, chapter 4 / page 36. Warnings: test results below 70 mg/dl mean low blood glucose (hypoglycemia). Test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia (see "living with diabetes" on page 115), repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider.

Event description:
It was reported that a patient's blood glucose (bg) levels reached 305 mg/dl while wearing the pod for less than 1 hour. Due to elevated bg levels, patient checked the viewing window and could not see the cannula in the infusion site (leg). The adhesive was not sticking well to the skin and patient thinks the cannula was not inserted all the way. The cannula appeared crooked (bent) when the device was removed. Patient also noticed leaking. As treatment, a new pod was applied.